Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) and was explanted after 33.6 months of service. The explanted device will be returned to guidant, where it will be analyzed for premature battery depletion. To date, there have been no reported patient symptoms associated with this clinical observation.